Event description:
It was reported the customer was experiencing high blood glucose and was vomiting. Customer's mother treated high blood glucose with a manual injection. Customer's declined to troubleshoot for high blood glucose levels. Customer's mother stated if customer continued she will take customer to the emergency room. Customer's mother requested to have a sensor shipped to her since they were on vacation and forgot to take one. Sensor was sent. Customer's mother was called as a follow up; she was asked if she took the customer to the emergency room. Customer's mother reported that she did take the customer to the hospital, but it had nothing to do with the device, blood glucose level, or diabetes. No further information reported.